Manufacturer narrative:
Correction to b5: update to "it was reported that an extra large volume intermate had an unspecified impurity inside the tubing (near the end cap). This was discovered during compounding. There was no patient involvement. No additional information is available." (Remove the statement, "on (B)(6) 2025, customer from (B)(6) reported issue on with lot number 24g009 that during the compounding process, one unit of baxter xlv250 ml/hr-500ml was found with an impurity inside the tubing of the elastomeric pump, near the end cap. On 21-feb-2025, customer informed that date of the event was (B)(6) 2025.the impurity was observed inside the tubing near the end cap. Sample available for evaluation.") Additional information was added to d9, h3, h4, h6 and h11. H4: the lot was manufactured between july 11-12, 2024. H11: the actual device was received for evaluation. A visual inspection noted a dark brown particulate matter (pm) located on the distal luer of the device, measured to be 2.05 mm in length. The pm was embedded within the material of the distal luer and was not in the fluid path. The reported condition was verified. The cause of the condition was related to the extrusion process during manufacturing, however, since the pm was not in the fluid path, it is unlikely to cause harm. This issue does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On 20-feb-2025, customer from bayshore compounding reported issue on with lot number 24g009. That during the compounding process, one unit of baxter xlv250 ml/hr-500ml was found with an impurity inside the tubing of the elastomeric pump, near the end cap. On 21-feb-2025, customer informed that date of the event was (B)(6) 2025.the impurity was observed inside the tubing near the end cap. Sample available for evaluation.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.